Event description:
Device # 1 of 2. Reference MFR report: 1627487-2014-26235. It was reported the pt was not receiving effective stimulation. X-rays have been taken and do not indicate lead migration. The sjm rep met with the pt and reprogramming was able to provide effective stimulation but now pt complains of pain at ipg site. The pt also complained of rib stimulation with the programming. The ipg site is not red or swollen. Surgical intervention may be pending to address these issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.